Event description:
Consumer states when she had the m61 at a strip mall attempted to go down a gradual incline and the chair tipped slightly forward, had seat belt on and did not tip over but was scared that the chair was going to tip over. Consumer also stated that this happened several months ago and she contacted the dealer and a tech came to the house and adjusted the seat further back. Because her chair elevates and was not stable she was going to contact her dealer again.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model m61, serial number/date code (B)(4) is approximately 1 year 2 months old. The owner's manual part number 1125085 rev j (oct-08) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a female whose age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer called stating that while attempting to go down a gradual incline at a strip mall her m61 power chair allegedly tipped forward slightly but did not tip over. The dealer had allegedly adjusted her seat farther back a few months ago. Consumer to contact dealer. No injury alleged.